Event description:
It was reported that almost immediately following a tvt procedure the patient started to complain of difficulty voiding with the need to strain. Patient showed a post-void residual. Patient was put on urecholine without success. Prior to the procedure the patient had been on antidepressants for a long standing history of depression. Following the procedure, the patient discontinued the medications. The physician has referred the patient back to patient's psychiatrist for reevaluation. If the psychiatrist feels that the urinary problems are not psychiatric or medication related then physician will attempt to release the tape.